Event description:
It was reported that an ilet device screen was found cracked by the user, and the screen was inoperable, after which a replacement device was provided. Symptoms included no adverse clinical effects. Outcomes included no impact on health or need for medical care. Investigation included internal review of the reported damage and verification of device replacement and address. Investigation of this case revealed a damaged display component consistent with a cracked or broken screen that impaired usability but did not trigger alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was device component damage of undetermined origin outside of normal operation.

Manufacturer narrative:
Initial.